Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient details were not crossed because the discharge date was set to past. A technical support specialist confirmed that the issue is from the user end. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es the patient details were not crossing. The customer stated that the user able see patient from another device. There were no adverse events or injuries reported based on this incident.